Event description:
It was reported that the patient's recent echo dated 2008 revealed mild aortic regurgitation and mild stenosis. The physician requested to have edwards' independent consultant review the patient's echo. Reportedly, the device has not been explanted. The date that the patient became symptomatic is unknown.

Manufacturer narrative:
Device not returned. Echo review received from edwards independent consultant. The results are as follows: "impression - "there is significant (at least moderate, and possibly more severe) aortic regurgitation. The jet origin (valvular vs. Paravalvular) is not defined. The aortic bioprosthesis cusps are not visualized; as such, it is not possible to comment on cusp thickening or other potential evidence of structural degeneration, or focal lesions that could be suggestive of other etiologies of regurgitation (including endocarditis). Mildly elevated trans-aortic gradients appear commensurate with increased forward volume across the valve in the setting of significant aortic regurgitation, rather than due to intrinsic valve stenosis."